Event description:
It was reported that the customer's insulin pump would not do anything when reaching the rewind stage. The customer stated that the display was blank. Troubleshooting was done. Advised to insert a new aaa alkaline battery, and the customer stated that the display did return. The customer stated there were times in which the insulin pump would deliver too much insulin without her knowing, causing her blood glucose to go very low and subsequently hospitalized. The customer then stated that the drive support cap was sticking out. The customer said that she was hospitalized on (B)(6) 2014 due to low blood glucose. The customer's blood glucose at the time of admission was 53 mg/dl. The customer did not recall any significant events leading to the hospitalization. The customer mentioned that there was insulin inside the reservoir compartment and that the insulin pump was emitting a funny noise. Advised replacement insulin pump would be sent and to revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed and monitored for two days and no blank display or unexpected motor noise was noted. The insulin pump passed the displacement test, rewind, self test and reset error test and had operating currents within specification. The off no power alarm functioned properly. However, the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a loose and protruded drive support disk. The occlusion and excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, and a cracked reservoir tube lip. No damage was noted to the isolation tape on the display.